Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv250 device ruptured during the end of patient therapy. The patient was receiving zosyn (5063 mg in 125 ml of 0.9% sodium chloride). The customer states there is roughly 5ml of the solution remaining in the bottle. There is no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation: the device has been received by baxter for evaluation, however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should any additional information be received.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.